Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "aiming beam comes off of the tip". The procedure was completed with a second fiber. Patient outcome "ok" reported. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The "aiming beam comes off of the tip" at 3,342 joules and 03:00 minutes of usage.